Event description:
On october 23, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist spoke to the reporter on october 31, 2006, to obtain/verify info. On october 17 or 18, 2006, the reported meter stopped powering on. Since the pt could not test himself during those 2 days, he was not sure how much sliding-scale insulin to take. The pt takes sliding-scale insulin dosages based on his meter readings. The pt just guessed as to how much sliding-scale insulin to take while the meter was not powering on. The pt admitted to taking his set dose of 100 units lantus insulin each day during the alleged meter issue. On 1 of those days, the pt woke up feeling "lightheaded, dizzy, and sick to his stomach." The pt visited his dr and got a reading of over 500 mg/dl. The reporter did not know what type of treatment the pt rec'd in the dr.'s office. She did mention that the pt's blood glucose levels were "normal" before the meter stopped powering on. The pt changed the meter,s battery according to the owner,s manual. The alleged meter issue was not resolved. The meter, test strips, and control solution were replaced. The complainant is being reported due to the following conclusion: the pt was unable to test his blood glucose because of the alleged power issue of the meter: the pt was supposed to be taking sliding-scale insulin based on his meter readings. He took sliding-scale insulin without knowing what his blood glucose level was, developed symptoms, and rec,d a result of over 500 mg/dl in the dr.'s office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.